Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, ventricular lead impedance measurements saturated at 3000 ohms were observed. The physician suspected that it might have occurred while the patient was playing football as the heart rate increased too. The episodes recorded in the device memory did not show significant noise on the ventricular channel. According to the physician, the observed noise could have resulted from a ventricular lead issue or t-wave oversensing. Preliminary analysis revealed that the reported behavior most probably resulted from t-wave oversensing and from a ventricular lead issue.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, ventricular lead impedance measurements saturated at 3000 ohms were observed. The physician suspected that it might have occurred while the patient was playing football as the heart rate increased too. The episodes recorded in the device memory did not show significant noise on the ventricular channel. According to the physician, the observed noise could have resulted from a ventricular lead issue or t-wave oversensing. Preliminary analysis revealed that the reported behavior most probably resulted from t-wave oversensing and from a ventricular lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.